Manufacturer narrative:
Device manufactured between january 23, 2018 to january 24, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed a hair that was found in the bag. The reported condition was verified. No functional test was performed due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag had a hair inside the bag. This was observed prior to use. There was no patient involvement. No additional information is available.